Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer doesn't have the insulin pump with her, advised to call back when she has the device so we can troubleshoot and gather more information.